Manufacturer narrative:
The meter serial number was (B)(6) . The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown, compared to a patient coaguchek xs meter, serial number (B)(6) . At 7:00 am, the patient meter, (B)(6) , result was 1.9 inr. At 8:30 am, the professional meter result was 2.6 inr. The patient¿s therapeutic range is 2.5-3.5 inr. Patient tests weekly or every two weeks. The patient had a diet change of avoiding greens since january.